Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that air was frequently observed in the venous line of the cpb circuit. The air appeared to be aspirated in the venous line near the venous cannula purse-string area. Air can be aspirated into the venous line and is usually caused by the pt's cardiac anatomy, purse-string placement, and/or tissue quality in the right atrium. The intermittent air was tolerated by the cardiovascular (cv) surgery team, but they did occasionally attempt to diagnose and locate the cause of the air. This did delay the surgical procedure by a few minutes as the cause of the air was being investigated by the surgical team. The procedure was completed, as scheduled. The pt was weaned from cpb without difficulty. As the venous cannula was removed from the right atrium, a slice in the cannula was noticed. There was some minor blood loss reported associated with the slice in the venous cannula, but most of this blood was recovered by the intra-cardiac suckers. Net blood loss can be estimated to be 10-20 ml. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays. The pt was awake and alert within a few hours of the procedure.